Event description:
Underwent unicompartmental knee arthroplasty of the knee. Presented with increasing pain after doing well initially. Pt developed subsided-loosened tib component and cement failure. They were revised to total knee arthroplasty.